Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported turns off which was not reproduced. Review of the event history log revealed no evidence of the pump powering off without user input. However, during evaluation using the customer's ac power adapter it was found unable to charge the battery. The cause was determined to be failed ac adapter. The ac adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. The event occurred upon power up in the emergency room department. There was no patient involvement. There was no patient involvement. No additional information is available.